Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been running between the high 430 mg/dl range to the 450 mg/dl range. The customer has been treating with manual insulin injections and she has been bolusing after changing her infusion set. The customer stated that she was a brittle diabetic, and that her rapidly fluctuating blood glucose was a result of her being stressed and not with the pump having malfunctions. The customer had recently switched to the new pump since the old one alarmed with no delivery very often and her blood glucose ranged from 30 mg/dl to over 1000 mg/dl; she blamed this on waiting too long to change out her infusion set. The customer also needed help inserting her sensors and was assisted with that issue. No products were returned and two sensors were shipped to her as a courtesy.